Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had worn a pod for a few minutes while activating both the needle and the cannula had not deployed.

Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 23 and deactivation occurred at pulse 34. Rotational sensor errors were present in the download data. The device was reset, connected to a pdm and programmed to deliver a 5-unit bolus. The device reported and 0x5c alarm with a rotational sensor error. The hook talons were observed moving but the ratchet gear did not rotate. Found no damage to the ratchet gear. The ratchet gear was manually rotated and the device deployed. An external 3v supply was applied to the sma wire segments and the ratchet gear was observed rotating. The ratchet gear was set back to its original failing location. The device was reset again and programmed to deliver another 5-unit bolus. The device reported an 0x42 alarm with rotational sensor errors. The ratchet gear was observed rotating. Found contamination and debris on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that the contaminant contributed to the reported symptom. The exact cause of the failure to detent could not be determined.